Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device showed the error message "upstream occlusion - clear occlusion between pump and reservoir". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: updated d9 - date returned to mfg: 1/22/2025 h3 and h6 codes - updated the suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was confirmed. The probable root cause was identified as defective upstream occlusion (uso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced upstream occlusion sensor to correct the issue. The device passed all functional testing after repair.